Manufacturer narrative:
(B)(4). Approximate age of device ¿ 41 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient was admitted to an outside facility due to a pump pocket infection. It was also reported that the patient was hemodynamically stable. A surgical incision and drainage was performed, and the patient was treated with antibiotics. The patient was transferred to the implanting center and was reported as stable.

Manufacturer narrative:
The pump was not returned for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.